Event description:
This pt experienced an acute thrombotic event within hours of having two cypher stents implanted in the diagonal branch. This was treated with re-intervention with balloon inflations. This pt was admitted to the hospital with ac chief complaint of angina. The pt was currently taking aspirin and ticlid. The pt was taken electively to the cardiac cath lab, where angiography revealed a concentric, calcified, ostial b2 type lesion of the diagonal branch. A bolus of 5,000 units of heparin was administered via IV. Act's were not measured. There were no difficulties in accessing or wiring the vessel noted. The lesion was predilated with a 2.0 x 15mm balloon inflated to 12 atms for 30 seconds. A 2.5 x 23mm cypher stent was deployed to 18 atms for 40 seconds. Then a 2.5 x 18mm cypher stent was deployed to 16 atms for 40 seconds in overlapping fashion with suboptimal results. The stent was post-dilated with a 2.5 x 15mm balloon inflated to 16 atms for 30 seconds. Ivus was conducted. Residual stenosis was reported to be 25%. As the pt was being taken to the post procedural recovery unit, they began to complain of chest pain. The pt was taken back to the cath lab where angiography revealed a thrombus formation throughout the cypher stents in the diagonal branch and proximal to them. This was treated with a 2.5mm balloon inflated to 18 atms.